Event description:
This is a report of a home patient (hp) whose transfer set became disconnected, resulting in touch contamination and peritonitis. On an unknown date, peritoneal dialysis (pd) therapy was stopped and the hp was switched to hemodialysis. Unknown antibiotics were administered (name and dose unknown) in order to treat the peritonitis. At the time of this report the hp was recovering from peritonitis.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).